Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high impedance and a polarity switch. A fracture was suspected in the rv lead. Repositioning of the rv lead was attempted. The rv lead was then capped and replaced. It was further reported that the patient experienced occlusion and the right atrial (ra) lead was capped and new system placed on the right hand side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.